Event description:
A (B)(6) y/o male underwent a liver resection. A small flame was observed at the tip of the bovie pen during the initiation of the incision into the subcutaneous tissue. The flame was readily extinguished. There was no harm to the pt.